Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. Xtw (40916r1023) and xtw (40916r1105) were implanted successfully, reducing mr to grade 1. The procedure ended with the patient stable. Five hours post procedure, it was reported that the patient died. The cause of death was sudden heart failure. Resuscitation was performed but was unsuccessful. The mitraclips were confirmed to be stable on both leaflets.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent heart failure. The reported cardiac arrest and subsequent appear to be related to the heart failure. Heart failure, death, and cardiac arrest are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances as resuscitation was performed but was unsuccessful. There is no indication of a product issue with respect to manufacture, design or labeling.